Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. Patient has experienced pain and loss of mobility. Patient may have to undergo revision surgery. Update: 3/26/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update rec'd (B)(6) 2015 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 2/2/2015 - ppd with medical records received. Dob and dor provided. Patient revised to address elevated metal ion levels. Upon revision, soft tissue changes consistent with corrosion were noted; however there was no corrosion on the stem noted. The stem remained in situ and a ceramic head was impacted onto it. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 02/23/15.

Event description:
Litigation papers allege: on (B)(6), 2008, pt was implanted with a depuy asr hip on his right side. Pt has experienced pain and loss of mobility. Pt may have to undergo revision surgery.